Event description:
It was reported that the patient died. The patient presented for multivessel percutaneous coronary intervention with a non-boston scientific (bsc) heart pump in use. The 80 to 90% stenosed target lesion was located in the severely calcified proximal circumflex artery. A rotapro and a non-bsc lithotripsy balloon were utilized with no patient issues. Seven stents were deployed with no patient complications. A 3.50 x 24 mm synergy xd drug-eluting stent (des) was deployed, and afterward, the physician instructed the technician to inflate the stent delivery system balloon to 30 atm before removing the system. The balloon was inflated for 20 seconds and then fully deflated after about 5 seconds. During removal, the hypotube or balloon got stuck. Resistance was encountered and the device was removed with force causing the hypotube to snap inside the patient. Balloon markerbands showed that a portion of the hypotube was sitting between the left main and aorta. Following consultation with a surgeon, the decision was made to attempt to retrieve the device fragment with a snare. Anesthesia was called to intubate the patient. Multiple unsuccessful attempts were made to snare the fragment before the decision was made to deploy a stent in the left main to tack the fragment to the left main wall and complete the procedure. The patient was admitted to the intensive care unit for observation. The next day the patient was brought back to the catheter lab to reapply the non-bsc heart pump, but the patient died.